Manufacturer narrative:
On 4-feb-2025, bwi received additional information regarding the event. The varipulse was inside the patient during the procedure and pulmonary vein isolation (pvi) was performed. The medical team had found a hole of 3 mm indicating that this was performed from the decanav because of too much pressure applied in the left atrial appendage (thinking it in the coronary sinus instead of the laa, due to the presence of a patent foramen ovale in the patient). The adverse event resulted from a misinterpretation during the procedure, where the decanav catheter was inadvertently advanced too far into the left atrial appendage (laa) under the assumption that it was in the coronary sinus (cs). This was later confirmed by the surgeon who closed the perforation in the laa, identifying a 3 mm hole at the site. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31242605m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
T was reported that a patient underwent a pulmonary vein isolation (pvi) procedure with a decanav electrophysiology catheter and the patient experienced cardiac perforation that required pericardiocentesis and cardiac surgery. Pericardial effusion was noted after the pvi procedure. The medical team finished the procedure and a drop in pressure had been noted from the anesthesiologist. Pericardiocentesis was performed. Patient underwent cardiac surgery at another hospital after the procedure and a hole 3 mm has been found in the left atrial appendage demonstrating the perforation with the decanav catheter. Patient fully recovered and no neurological damages were observed. Patient required extended hospitalization post surgery. The physician's opinion on the cause of the adverse event was the procedure and patient condition. No transeptal puncture has been performed because pfo (patent foramen ovale) present. Decanav was inserted inside the pfo instead of the cs (coronary sinus) and was pushed inside the left atrial appendage thinking it was in the cs (coronary sinus). Due to thinking they were in the cs, "too much pressure" was applied. Procedural act (activated clotting time) was over 350. No error messages observed on biosense webster equipment during the procedure.